Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the patient presented to the healthcare facility with fevers to 103f. Blood cultures grew (B)(6). The implantable pulse generator (ipg) and leads that had been implanted nine years ago were explanted. No further patient complications have been reported as a result of this event.